Event description:
It was reported that during the superion indirect decompression system implant procedure the spindle cap portion of the spacer implant broke. The implant was replaced with a new one and the procedure was completed successfully. The patient was doing well post operatively.

Manufacturer narrative:
The returned spacer was analyzed and revealed that the spindle cap was completely sheared off from the implant body and spindle and actuator shaft found to be outside of the main body. As well as abrasion on the mating surface of the actuator shaft. The damage sustained to the implant is believed to have occurred during surgery. The detachment of the spindle cap was due to excessive force. The damage to the implant indicates failure was likely due to deployment against resistance, such as bone, and or manipulation of the position of the device by gear shifting of the inserter. In addition, the right wing of the superior cam-lobe was bent outwards toward the median line. This damage suggests that the user exerted excessive force while attempting to deploy the implant against a rigid obstruction spinous process. Damage to the device prevented functional testing. A product labeling review identified that the device was used per the instructions for use IFU product label. Additionally, it states do not force deployment or implant breakage or damage to bony structures may result, and should any resistance be encountered during deployment of the superion implant, it may be suggestive of interference between the implant and bony anatomy, e.g., lamina, hypertrophic spinous process, and, or suboptimal implant positioning. Do not attempt to manipulate the position of the device by gear-shifting the inserter, i.e., gross cranial, caudal, lateral articulation, fig. 8h, as the mechanical advantage or leverage provided by the length of the inserter may be sufficient to damage the implant or surrounding anatomy and are among the risks associated with the use of this device.

Event description:
It was reported that during the superion indirect decompression system implant procedure the spindle cap portion of the spacer implant broke. The implant was replaced with a new one and the procedure was completed successfully. The patient was doing well post operatively.